Event description:
Cadd legacy pump (B)(4) showing error message of lec1871. Replacement pump sent. Dose or amount: remodulin 77nkm. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2015 to current. Diagnosis or reason for use: pah.